Manufacturer narrative:
The device was received for evaluation on may 16, 2017. Upon completion of the investigation a supplemental report will be filed.

Event description:
Per the information provided, during the procedure the device stopped cutting. The doctor examined the microtip and found it to be unusable. A new microtip was obtained to complete the procedure. There was no harm, injury or complication to the patient caused by the failure.

Manufacturer narrative:
Corrected data: the device was received for decontamination on (B)(6) 2016; as evidenced by the tracking number. It was received in by the decontamination facility under the incorrect RMA number and was assigned a "quarantine" identification number to be brought into the manufacturing facility until the correct RMA number could be determined. The device was received into the RMA system on (B)(6) 2017 when the correct RMA number was determined and assigned to the device. Manufacturer narrative: the customer reported that the needle was separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. The needle tip was returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, during the procedure the device stopped cutting. The doctor examined the microtip and found it to be unusable. A new microtip was obtained to complete the procedure. There was no harm, injury or complication to the patient caused by the failure.